Event description:
It was reported that the health care facility (hcf) received an alert from this implantable cardioverter defibrillator (ICD) system regarding shock impedance high out of range. Upon review of the device data, it was noted that there is a cyclic impedance trend for the right ventricular (rv) lead. It was mentioned that this is an unusual behavior and it was asked to investigate if anything has changed with the patient condition that could explain this. Additional advice and troubleshooting recommendations were provided by technical services (ts). The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care facility (hcf) received an alert from this implantable cardioverter defibrillator (ICD) system regarding shock impedance high out of range. Upon review of the device data, it was noted that there is a cyclic impedance trend for the right ventricular (rv) lead. It was mentioned that this is an unusual behavior and it was asked to investigate if anything has changed with the patient condition that could explain this. Additional advice and troubleshooting recommendations were provided by technical services (ts). The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the health care facility (hcf) received an alert from this implantable cardioverter defibrillator (ICD) system regarding shock impedance high out of range. Upon review of the device data, it was noted that there is a cyclic impedance trend for the right ventricular (rv) lead. It was mentioned that this is an unusual behavior and it was asked to investigate if anything has changed with the patient condition that could explain this. Additional advice and troubleshooting recommendations were provided by technical services (ts). The ICD system remains in service. No adverse patient effects were reported. Additional information was requested to the health care facility regarding the resolution of this event, however, no response was received.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.